Event description:
It was reported that customer experienced difficulty seeing pump screen due to scratches. No information was provided regarding impact to customer¿s blood glucose level. Customer declined follow up with technical support, no troubleshooting was performed, and no additional actions or outcomes were documented.